Event description:
It was reported that prior to starting a da vinci si procedure a wire broke near the tip of the small clip applier instrument. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a broken wire. However for clarification, the nonconformance was a broken grip cable. The broken grip cable stuck out at the wrist. The idler pulley spun freely and exhibited pulley face and rim damage. An additional observation not reported was abnormal wear on the main tube. The surface of the main tube was discolored and splintering off. The housing was removed and the clamping pulley showed signs of excessive residue residing around the grip cable. The damage was likely due to improper cleaning process. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse ev ent.